Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic lung surgery, when resecting lung parenchyma, the surgeon was able to press the green button that two handles and two reloads did not fire when handles were squeezed. There was no patient injury.